Manufacturer narrative:
(B)(4)

Event description:
It was reported that intermittent vibration occurred. The product was evaluated. A visual inspection was performed and passed. Receiver charged and booted. Receiver download was retrieved, attached and reviewed finding no errors related to the complaint. Functional testing was performed and passed all relevant testing. The "try-it" test was performed and passed. The drop test for intermittency vibration was performed and passed. The receiver case was opened and an internal visual inspection was performed and passed. The allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent vibration occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.